Event description:
It was reported that a patient never had therapeutic effect, and the device was off because it did not work. It was noted that the device was turned off four years ago and they were not given a reason as to why it didn¿t work. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2008 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3389s-40, lot# v099758, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension 46).